Event description:
It was reported that the patient presented to the clinic with presyncope. Crosstalk was observed when the device was pacing atrially. Increased capture threshold was also noted. Programming changes were made. Few days later, the ventricular lead was tested, and capture threshold was found to be in-range. The device was then explanted and replaced. The patient was fine pre and post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported crosstalk, sensing anomaly, and threshold anomaly were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported sensing anomaly, threshold anomaly, and crosstalk could not be determined.